Event description:
It was reported that the patient presented for an in-clinic check. Upon device interrogation, it was noted that the pacemaker exhibited inappropriate mode switching and far-field r-wave oversensing. No interventions were performed, and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.